Event description:
Physician was ordering insulin for pt and was using the outpatient medication review as a source for continuing her home regimen. The outpatient medication review populates drugs from multum database ((B)(4)) and the formatting cannot be changed. The physician used the concentration of insulin glargine and insulin lispro as the dose and ordered insulin glargine 100 units twice daily and insulin lispro 100 units three times daily because of the way it was formatted and displayed. The order was subsequently verified, but the nurse noticed the error before the pt received an overdose of insulin. Prior to using the outpatient medication review, our institution had a different application for home medications where the description of the drugs were able to be changed. We had taken out the concentrations of the insulin from their descriptions because it became a recurring issue for the physicians to order the concentration rather than the dose. Now, we are not able to edit the description of the drug in the multum database and have no choice but to use it. This has lead to more errors in insulin prescribing.